Event description:
(B)(4). The dealer reported that the 5310ivc semi-electric bed foot end motor had low pressure, would not hold an upper position, and would drift down. There was no injury reported.